Event description:
The customer reported unexpected positive reactions of a patient sample with biotestcell-i11 in the ortho gel card. The sample that had caused the positive reactions was sent to us for investigational testing, but none of the supposedly defective product was returned. Therefore our quality control laboratory tested the patient sample with the retained sample of biotestcell-i11 and could confirm the customer's positive reactions. Further testings yielded in identification of a cold reacting antibody and antibodies of the hla (human leucocyte antigen) system. Furthermore the retained biotestcell-i11 sample was tested with different positive and negative samples. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-i11 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Event description:
The customer reported unexpected positive reactions of a patient sample with biotestcell-i11. The sample that had caused positive reactions was sent to us for quality control, but none of the supposedly defective product was returned. Testing in our quality control laboratory is still ongoing.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident